Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that almost 1 month after the dental implant was installed in intraoral region 15#, its non-osseointegration was observed. Moreover, 20ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type IV).